Event description:
Caller reported blood glucose results of 245 mg/dl, 191 mg/dl, 136 mg/dl, 125 mg/dl, and 141 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.